Event description:
A malfunction was reported on the customer's pump, and the issue prevented the successful loading of the cartridge onto the pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.